Event description:
The customer reported sweep flow tank not full system errors and fluid leaked in the rear of the instrument and onto the counter involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Quality control (qc) and patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered clogged vacuum lines and discolored lines to the sweep flow. No fluid leak was observed. The fse flushed the system and replaced the vacuum lines. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).